Event description:
It was reported that during an unknown procedure, it was observed that the device slowed down when they faced with a thicker tissue. Then they heard a pop. Blade did return to home so she was able to remove from abdomen. They went to reload device and noticed that the anvil was bent. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 3/10/2026 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech45l, with lot/batch number a98h0j, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2026. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first, second, and third photos show the damaged jaw of a device. The fourth photo shows a cartridge with the pan partially disengaged. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a98h0j, and no non-conformances were identified.